Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose level of 700 mg/dl and customer visited in emergency room due to high blood glucose level of 695 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in hospital and blood glucose level went up to 700 mg/dl. The customer stated that the infusion set was bent. The customer did not reported the symptoms related to their high blood glucose. The customer was not treated in emergency room. Troubleshooting was not done for high blood glucose. The insulin pump will not be returned for analysis.